Manufacturer narrative:
Block e1 (initial reporter facility name): no.5 affiliated hospital (B)(6) block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Medical device problem code (B)(6)captures the reportable event of bands fell off the varix. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all the seven bands attached, and some of them moved from their position and overlapped, and the band was damaged. The ligator head teeth were damaged/bent. The trip wire was not secured. The suture thread was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of bands falling off varix cannot be confirmed as the handle could be rotated without any problems. Upon analysis, it was found that the ligator head teeth were bent/damaged, all the bands were moved, and one of the bands was damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted an improper deployment of the bands making them overlapped, causing more tension on the device bending the teeth and breaking the suture thread, consequently, damaging the band. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagus varicosity ligation procedure to treat varicosity bleeding performed on (B)(6) 2022. After unpacking, the device was set-up correctly with no difficulty experienced upon setting up the device. The scope along with the device was delivered into the hemorrhage site for ligation. During the procedure, the hemorrhage site was continuously drawn and the knob was rotated 180 degrees to deploy the bands. During the deployment of the first band, a click was heard after the handle was rotated and the band was deployed. However, during the deployment of the second and third bands, it was found that the bands did not ligate around the lesion. It was reported that the bands were deployed but unable to remain attached to the varix. On the next deployment, there was a resistance felt when the fourth band was being deployed and it did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter facility name): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagus varicosity ligation procedure to treat varicosity bleeding performed on (B)(6) 2022. After unpacking, the device was set-up correctly with no difficulty experienced upon setting up the device. The scope along with the device was delivered into the hemorrhage site for ligation. During the procedure, the hemorrhage site was continuously drawn and the knob was rotated 180 degrees to deploy the bands. During the deployment of the first band, a click was heard after the handle was rotated and the band was deployed. However, during the deployment of the second and third bands, it was found that the bands did not ligate around the lesion. It was reported that the bands were deployed but unable to remain attached to the varix. On the next deployment, there was a resistance felt when the fourth band was being deployed and it did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.